Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported the patient was receiving unknown drug via an implantable pump. The indication for use was intractable spasticity, cerebral palsy, head/brain injury. It was reported the patient was having issues with pain in the back where the catheter was located. The healthcare provider believed that the catheter was pushing the sciatic nerve of the patient. The hcp was going to do a spinal segment revision today to correct the pain in the patient. It was noted the catheter was revised on (B)(6) 2019 and the spinal segment was replaced. Additional information received from a manufacture representative reported the cause of the pain at the catheter site was not determined. The patient's weight was not measured and the issue resolved. The catheter was removed and will not be returned. Document contained no new information. Additional information received from a manufacture representative reported the patient received a boarding slip from the hospital about the case being scheduled, neither the physician or that patient contacted me directly.